Manufacturer narrative:
There was no sample for evaluation and no additional information (lot number) provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that recurring knife blades do not cut and require additional effort during surgery. Patient impact is unknown. Additional information has been requested.